Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a missing component. The reported condition was confirmed. A review of the batch file revealed there were no issues with the lot related to the reported condition. Based on the information obtained from baxter's investigation, the root cause of the incident was due to a manufacturing issue/assembly.

Event description:
This report represents sample quantity 3 of 4. A customer reported to baxter (B)(4) that a sponge of a minicap was missing from the pouch. There was no patient involvement.